Event description:
On (B)(6) 2024, patient¿s mother contacted support regarding elevated blood glucose levels. Patient had run out of insulin the previous afternoon and completed a supply change, with initial readings stable and in range. Overnight, bg began rising into the low 300s mg/dl. Agent confirmed values and advised a site change. Upon removal, infusion site appeared irritated and bleeding, though cannula was intact; issue likely related to site selection. Agent assisted with site change and confirmed proper setup. Later that morning, patient¿s bg increased to 383 mg/dl after breakfast. Mother administered a manual insulin injection and disconnected the device for two hours to monitor. No ketone testing was performed. No professional medical intervention was required. No immediate health effects such as dka, dizziness, or loss of consciousness were reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.